Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified visible damage to the locking feature of the device along with scratches to the scallop area. The height, scallop diameter, and locking feature diameter of the device were checked and found in conformance to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner would not assemble with the shell. Several attempts were made, but the items would not lock in place. There was no harm or health impact to the patient. Another liner was used to complete the procedure. Attempts have been made and no further information is available.